Manufacturer narrative:
Other, other text: (B)(6).

Event description:
Information was received indicating that a smiths medical medfusion pump had a battery communication timeout. Investigation completed by the field engineer reviewed the device alarm history and found a base not responding message. It was also observed that the check syringe plunger sensor repeated. There was no reported adverse event.